Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Complaint history review was unable to be performed, as the part number and lot number are unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent an initial right knee arthroplasty. Patient died at home due to unknown reasons approximately 1 week post-implantation. There is no indication or complications noted related to implants or procedures. In the opinion of the surgeon, the death was not device-related. No further information has been provided.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown knee vanguard femoral cat#: unk, lot#: unk, unknown vanguard knee tibial tray cat#: unk, lot#: unk. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 00622, 0001825034 - 2018 - 00623, 0001825034 - 2018 - 00624, remains implanted.

Event description:
It was reported that the patient died three weeks after right knee procedure due to unknown reason. There is no indication or complications noted related to implants or procedures.